Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred. Pump was not exposed any extreme temperatures and kept out of direct sunlight. An unexpected pump reset and multiple resume pump alarms occurred. Customer reported that intermittently the pump wake button did not work and had to be pressed multiple times before it turned on pump display. Customer's blood glucose was 127 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature issue was verified. The other reported issues could not be verified due to returned condition of pump.